Event description:
After 1 hour of use the membrane pressure increased accompanied by flow reduction. The oxygenator was changed out at a membrane pressure of 630mmhg with a flow of 0.9lpm with no complications to the pt.